Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Customer's blood glucose was 244 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm was verified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.